Event description:
Audit completed by biomed approximately 2 months ago - 2 other precision pm65 portable suction machines not functioning correctly, with same issue, found in 2 different units. An audit at sister hospital #1 found 2 portable suction machines not functioning correctly. No defective units found at sister hospital #2 as of 2 weeks after the initial audit. Power adapter connector was found to be broken internally preventing charging of the battery or use when plugged into an ac outlet. This indication would not be observable from the outside of the device. The connector will be replaced. During further investigation of our fleet of portable suctions: two additional devices were found with the same issue; these too will be repaired. The two suctions mentioned at sister hospital #1 were a different issue; they had the wrong voltage chargers. These will be replaced.